Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed a driveline power fault alarm. Additionally, the reported damage to the patient¿s driveline proximal to the exit site could not be confirmed through this evaluation. A specific cause for the driveline power fault alarm and the reported damage to the driveline could not be conclusively determined. It was initially believed that the driveline faults were from fluid ingress into the modular cable, but the physician did not see anything during the modular cable exchange which did not resolve the driveline faults. The account submitted images of the patient¿s driveline, as well as x-ray images, for review. The x-ray images captured internal and external portions of the patient¿s driveline and were unable to confirm damage. One of the images of the patient¿s driveline revealed that the pump cable inline connector bend relief was entirely missing, exposing the underlying armor layer. Additionally, a tear was observed in the outer jacket of the pump cable, also exposing the armor layer. The armor layer appeared to remain intact at these locations. The remaining photos showed the driveline covered in white and clear rescue tape, covering the damaged areas. The controller event log files collectively contained events from 07nov2025 through 11nov2025 and 20nov2025 through 25nov2025. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), became active on 22nov2025 at 08:27:46 and persisted through the duration of the file while the driveline was connected. A specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline of the pump was damaged close to the exit site. The damage was reported already several times in the past (MFR #2916596-2024-52892, MFR #2916596-2023-08743). Redo of the driveline repair was scheduled for (B)(6) 2025. There was no further progression of the damage nor any kind of alarm due to this damage. It was noted that the patient would be summoned by the caretaking cardiologist within the next months for the discussion about the potential option of transplant. The patient had declined this option in the past. The patient experienced a driveline power fault alarm on (B)(6) 2025 and came into the hospital on (B)(6) 2025 for troubleshooting. The modular cable was replaced to exclude this a potential origin of the error. The contacts of the old modular cable were inspected. X-ray images were taken. Technical services stated that they saw driveline faults with power a open 4x. It was stated that the driveline power fault alarms did not resolve with the modular cable exchange. The patient remained as high urgency on the transplant list. Until then the patient was hospitalized to assure a close monitoring.